Event description:
Right radial arterial line placed on patient. Transducer was set up and zeroed prior to insertion. After md connected to catheter, bp not correlating, reading low. Bleeding from connection site. Connection confirmed by md without resolution of bleeding. Attempted to replace connector, but unable to find appropriate tubing. 10 cc syringe connected to catheter, while new transducer set up without any issues. Bp correlating, and no bleeding observed. The rn shared once the provider had the aline catheter in the patient and went to connect to the red circled connection, it was leaking once connected. Rn shares provider did disconnect and try to reconnect the catheter to the transducer connection as it does have an inner thread but it still was leaking once connected. The team was able to replace the transducer tubing however did not replace it with the same tubing (they used another transducer tubing ¿ not the safe set transducer tubing) and had no further problems." Manufacturer response for valve, monitoring kit w/safeset ii, 03ml flush device & marvelous valve (per site reporter). [Redacted date] - emailed the incident details to the representative.